Event description:
It was reported this pacemaker reverted to safety mode. The patient had reported heat at the pocket site. Intermittent brady rates were noted post safety mode. Technical services discussed the device goes to unipolar pacing and sensing along with automatic gain control sensitivity. Emergent replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported this pacemaker reverted to safety mode. The patient had reported heat at the pocket site. Intermittent brady rates were noted post safety mode. Technical services discussed the device goes to unipolar pacing and sensing along with automatic gain control sensitivity. Emergent replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted; however, telemetry was lost after approximately one minute. Telemetry continued to be unreliable. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be slightly swollen; it was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, the slightly swollen battery, and the clinically-observed reversion to safety mode operation.